Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: 1685,1858,1970,1695,2240,2191,2607,3189 - surgical intervention. It was reported that following insertion the patient experienced abdominal pain, abnormal loss of weight, chills, fever, nausea and adhesion. It was reported that patient underwent removal of mesh on (B)(6) 2016 and (B)(6) 2018 due to recurrent hernia. Mwr-03092019-0000516033 submitted for adverse event which occurred on (B)(6) 2016. Mwr-03092019-0000516040 submitted for adverse event which occurred on (B)(6) 2018.